Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device ¿ coil coming out of place puncturing uterus'), genital haemorrhage ('heavy bleeding') and gastric ulcer ('I had 2 gastric ulcers / surgery (other), type of surgery: upper gi endoscopy') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: dye test to make sure fallopian tube was completely blocked. Previously administered products included for an unreported indication: birth control pill from 1996 to 2003. Concomitant products included alprazolam since 2001, atorvastatin calcium (lipitor) from 2011 to 2018, celecoxib (celexa) from 2012 to 2018, ibuprofen and paracetamol (tylenol). In 2005, the patient had essure (ess205) inserted. In 2010, the patient experienced dysmenorrhoea ("severe and abnormal menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection-uti/bacterial vaginosis/infection (bladder / urinary tract/vaginal) type: uti") and bacterial vaginosis ("infection-uti/bacterial vaginosis / infection (bladder / urinary tract/vaginal) type: bacterial vaginosis"). In 2012, the patient experienced menorrhagia ("prolonged abnormal menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced migraine ("migraines/migraines/headaches"), fatigue ("fatigue") and headache ("migraines/headaches"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, nausea ("nausea") and endometriosis ("endometriosis / other injury(ies) or complication please describe: endometriosis"). In (B)(6) 2019, the patient experienced gastric ulcer (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vaginal infection ("vaginal infections") and stress ("stress"). The patient was treated with antibiotics, and surgery (upper gi endoscopy on (B)(6) 2019 and scheduled date: (B)(6) 2019). At the time of the report, the uterine perforation, genital haemorrhage, gastric ulcer, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal haemorrhage, fatigue, urinary tract infection, bacterial vaginosis, headache, nausea, stress and endometriosis outcome was unknown. The reporter considered back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastric ulcer, genital haemorrhage, headache, menorrhagia, migraine, nausea, stress, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: it is likely that ms. (B)(6) will need to undergo additional surgical intervention as a result of her essure implants. Essure insertion date discrepancy noted: 2005 and (B)(6) 2006. If you have not had your essure removed, are you currently planning for essure removal? Yes. Scheduled date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Hysteroscopy - in 2016: results: coil coming out and puncturing uterus. Most recent follow-up information incorporated above includes: on 16-jul-2019: new pfs received. New events added: gastric ulcers, stress and endometriosis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.